Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this left ventriuclar (lv) lead was removed from service due to a fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Efforts to obtain additional details regarding the specific issue with this lead were unsuccessful. This product issue will be re-evaluated if additional information is received.